Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. There was no patient harm or injury. The nellcor puritan bennett customer support engineer (cse) could not duplicate the reported event but did not verify an error code in memeory that suggeests the unit went in a vent inop condition. The cse inspected the device not replaced any component, but rather added an emi upgrade as a precautionary action. The unit passed extended self testing.